Manufacturer narrative:
Additional information: visual microscopic the bone screw has broken just under the head. The fracture face is almost completely smeared from the two pieces on the bone screw rubbing together and damage from what appears to have happened in the removal process. A microscopic review of the fracture face did not reveal signs of cyclic fatigue. The angle of the fracture is approx. 45 degrees and is consistent with a sudden material overload. Witness marks on the saddle show that the rod was slightly angulated approx. 90 degrees to the direction of the bone screw fracture. The above observations are consistent with material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion on l5/s (tlif) due to spinal canal stenosis. Post-op, the screw on the right side of sacrum s1 broke from the base. Cauda equina symptom and lower limb pain were developed to the patient as a result of this event. It is considered that bone union has not been achieved at l5/s. The patient underwent revision surgery for the removal of broken screw.

Manufacturer narrative:
Product image review result: submitted images appear to display broken multi axial bone screw, with fracture located near the neck, just below the bone screw head. If information is provided in the future, a supplemental report will be issued.